Event description:
The technician reported the bed is going up by itself. The bed was located in storage at the facility. There was no pt on the bed during the time of failure and no injury was reported. (B)(4).

Manufacturer narrative:
The technician found the right user control module is worn and causing the self-run issue. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. The technician replaced the right caregiver board and gasket to resolve the issue. Based on this info, no further action is required.